Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 2 years and 4 months. The event occurred in the (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, approximately 2 years and 4 months post-implant, it was reported that the patient experienced a hemorrhagic stroke and lost consciousness. The patients inr value was 2.5. A decision was made to treat the patient conservatively. The pump was stopped manually on (B)(6) 2016, and the patient expired. No additional information was provided.